Manufacturer narrative:
Final analysis notes a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed but after cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. The helix issue was isolated to the helix being clogged with dried blood/tissue. The reported event of high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. It was noted during the procedure that the pacing lead impedance on the right ventricular lead was high with not much current present. The physician attempted to reposition the lead numerous times but the lead dislodged during the 4th attempt. The physician believed there was a helix issue. The lead was exchanged. The replacement lead was placed in a new position with stable values. The patient was stable and doing well with no complications.